Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular connection port would not allow the pacing cable to fit in securely, there was a pin found stuck in the ventricular output connector. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. It was also reported the ventricular connection port will not allow pacing cable to fit securely. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. It was also reported the ventricular connection port will not allow pacing cable to fit securely. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.